Event description:
Medtronic received information that prior to use of a bio-console 560 instrument, it was reported an error on screen. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the malfunction occurred during setup, not on a patient, and the bioconsole had a motor malfunction where the rpm/flow lost control and ramped up. The bio-console displayed error code on display, err 52: sc mpu mc speed control gain soft error and err 48: sc mpu mc hall phase c soft error.

Manufacturer narrative:
Device evaluation:the reported error on screen was verified during service. The service technician was unable to duplicate the reported error, but verified complaint of displayed error 52 and 48 via service error logs. Ran bio-console for 30 minutes without error.the issue was resolved by replacing the assembly 560 bioconsole mp module . Preventive maintenance was performed per specifications. Instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.